Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l34868, implanted: (B)(6) 1995, product type: catheter. (B)(4).

Event description:
It was reported that the patient was getting no pain relief. The hcp (health care professional) attempted to do a cap (catheter access port) dye study, but was unable to aspirate the catheter. They were planning to revise the catheter. It was later reported that there was a fracture in the pump pocket portion of the catheter. The pump was replaced and a new pump connector piece was used; per the manufacturer's device registration system, the new pump connector was attached to the existing catheter. The device system was delivering dilaudid.